Event description:
It was reported that after the intra aortic balloon had been in use for 1 hour, the pump's gas loss alarm registered. The intra aortic balloon was removed and replaced without any complications.